Event description:
Following the dialysis treatment, the nurse had removed the dialysis needle from the pt and proceeded to slide the safety/protective cover over the needle. As the nurse picked up the needle, she noticed the tip had punctured the side of the protective cap exposing at least half of the needle.